Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch:7136949/7136883.

Event description:
It was reported that the patient had an infection following the implant procedure. The patient underwent a procedure wherein the ipg and leads were explanted.